Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the implantable pulse generator (ipg) showed oversensing on both the right atrial (ra) and right ventricular (rv) leads. The clinician suspected possible electromagnetic interference as the noise was seen on both leads at the same time. However, after the interrogation, the evidence suggested that the lead noise was more consistent with possible lead to lead insulation abrasion or insulation damage. The ipg and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.